Event description:
It has been reported to philips that the c-arm had no movement. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. The field service engineer (rse) performed remote diagnosis of the log file, where no error related to the problem is indicated. A system restart was recommended and after the restart, everything was fully functional. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary planned treatment/non-emergency treatment. The procedure was delayed, and procedure was completed by restarting the system. Philips remote service engineer (rse) connected with the customer, and it was reported to philips that c arm movements were not functional. Review of system log file identifies geometry errors. Upon troubleshooting, rse recommended the customer to restart the system. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.